Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Malignant neoplasm of right breast surgery, and breast tissue expander insertion on [date redacted] (artoura 375 ml with initial fill of 200 ml in each expander). Taken back to operating room emergently for evacuation of hematoma and control of bleeding on [date redacted] , jp drains left in place from previous surgery. On [date redacted] surgery to remove bilateral breast expanders. Chemotherapy delayed. Abscess/would cultured on [date redacted] and positive for staph aureus.